Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The event occurred in "the last month" from the report date. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) effluent sample bags leaked. It was further reported that the bags were not sealed around both sides of the tubing port. This occurred during use of the devices for peritoneal dialysis therapy. There was no noticeable damage to the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.